Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's nurse suspected air was getting into the setup, causing the patient to have abdominal tenderness and shoulder pain. The patient reported having abdominal tenderness and shoulder pain following therapy. The patient was disconnected before troubleshooting. The technical service representative (tsr) explained the air in the supplies and advised the patient to contact baxter if they ever see air in the setup so that a tsr can assist with troubleshooting. There was no patient injury or medical intervention reported. No additional information is available.